Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the nozzle, foreign objects in the plastic distal end cover, foreign objects in the adhesive around objective lens, foreign objects in the adhesive around the light guide lens, foreign objects in the bending section cover and there are foreign objects in the control knob. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached/clogging the nozzle, c-cover, and curved rubber, but it was not possible to identify the foreign matter. It was confirmed that there was no deviation from the instruction manual in the reprocessing procedure for the remaining foreign matter. No physical damage was found in the area where the foreign object remained. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.